Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon interrogation, it was noted that there was premature decline in the battery life of the pacemaker. The pacemaker hit elective replacement indicator on (B)(6) 2021. No programming changes or device replacement procedure were done. There were no adverse consequences to the patient.

Event description:
New information received notes the pacemaker was explanted and replaced on (B)(6) 2022. The patient condition is unknown.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3, h6.

Event description:
New information received notes the patient condition is stable before and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device output and telemetry communication were normal. The battery was found at elective replacement indicator (eri) upon receipt. Device image analysis indicated elevated current drain due to increased duty cycle of the internal circuitry caused by the firmware resulting in the reported event. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.